Event description:
After the third injection during a left ventriculogram (lvg) procedure, the braided tubing ruptured near the stopcock. The pressure was set at 1000psi. There was no pt or clinician harm or injury as a result of this event.